Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced increased neurologic difficulties in her lower extremities a few months after implant. The device was explanted for comprehensive testing on the patient. Follow-up report indicated that the patient showed signs of paralysis and was diagnosed with transverse myelitis. Additionally, the patient experienced some of the symptoms pre-implant, such as cramping. Nevro attempted to obtain additional information regarding the event; however, no information could be obtained.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.